Event description:
When preparing to use a saline flush, the nurse could see through the clear bag that the white tip had a dirty substance on it. Looks like blood. The bag had not been opened, so the contamination happened during packaging.